Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet handheld was accidentally dropped, resulting in a cracked screen, and a replacement device was provided. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included complaint intake and logistical follow-up for return of the damaged unit. Investigation of this case revealed physical damage to the display component consistent with user handling, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.